Event description:
It was reported that the patient underwent a revision procedure due to the reservoir of his inflatable penile prosthesis (ipp) migrated down to the scrotum. The reservoir was repositioned. The patient did not have adverse symptoms.